Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Recommended asr revision - left hip. Update september 26, 2017 - additional information received . Reason(s) for revision: alval / soft tissue.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4) . Reason for original complaint ¿ crawfords ref:(B)(4) recommended asr revision - left hip. Product name: asr xl acetabular system (left) update (B)(4) 2017 - additional information received from crawford: reason(s) for revision: alval / soft tissue the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.